Manufacturer narrative:
.

Event description:
It was reported by the physician that he broke his tablet as it fell from the exam table to the floor. It was noted the screen no longer displays images and has no lights. A new tablet was shipped to the physician. No additional relevant information has been received to date.